Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hr hpv amp kit, list number 09n15-095, which is us FDA approved.

Event description:
Customer reported a false not detected result on the alinity m hr hpv assay. On (B)(6) 2026, sample ID (sid) (B)(6) gave a result of no hpv detected. Since customer observed amplification on the other b channel (not called), they repeated the sample again on (B)(6), using sid (B)(6). This result was detected for other b. Sample was a clinician collected cervical specimen in thin prep media. A sample collected previously from the sample patient was positive for other b, using the cobas 4800 platform, therefore the first result on alinity of not detected was not consistent with patient history. Analysis of the curve for sid (B)(6) shows that the other b signal seems to have a "baseline tilt" where the curve is angled down, leading to suppression of the signal and not being high enough to cross a threshold to be called. Controls were valid. The result reported out of the lab was positive for other b, and there was no impact to patient management.